Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was able to duplicate customer¿s reported problem ¿customer is reporting "sched svc 90". The palmtop ventilator revel was powered on with a known good ac adapter, vent alarmed ¿service soon 90¿ after powering on. Bench testing cannot determine the root cause of ¿service soon 90¿ alarm. The service technician replaced main board as a pre-caution and processed ventilator through service.

Event description:
The customer reported palm top ventilator revel "alarmed service soon 90". The ventilator stopped working while connected to a patient. The ventilator was removed from the patient after it failed to operate. Upon further investigation, the customer stated there was no patient injury or allegation of patient harm associated with this event.